Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cable connecting ECG c and ECG d was cut, severing the wires inside of the cable's insulation. The root cause for the severed cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing a service code 204 (belt unusable).